Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 01) occurred. Additionally, it was reported that multiple minimum fill notifications occurred. Reportedly, the cartridge had been filled with 120 units of insulin. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.